Event description:
It was reported that the pt experienced stimulation in the wrong location, no stimulation sensation, and a "fading" sensation following revision surgery where the leads were moved. The pt noted that the stimulation did not work as well as it did prior to the revision surgery. The pt was only able to feel stimulation when looking up, or to the left. The pt stated that stimulation used to be felt with the head in any position. It was further reported that the stimulation turned off due to the battery being depleted. The pt experienced coupling issues with the recharger. The antenna locate feature was used and the pt received all eight bars. The pt reported a burning sensation and stated that this is how the reflex sympathetic dystrophy (rsd) presents in this pt. The pt was to meet with physician on (B)(6) 2010. No further details were provided. Additional info was requested but not received at time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).